Manufacturer narrative:
Both the mechanical and the electrical performance of the lead were scrutinized. The analysis demonstrated a damaged inner insulation some centimeters proximal to the rv-shock coil. This resulted in a section of intermittent low electrical resistance causing the observed oversensing. The analysis did not reveal any sign of a material- or manufacturing problem. Based on the characteristics of theses damages it is reasonable to assume that the lead had been subject to abnormal mechanical stress in the implanted state. The analysis of the ICD proved the device to be fully functional. There was no indication of device malfunction.

Event description:
After a historical review of our records, this event was recognized as reportable to the competent authority. After estimated implantation period of 13 months, the patient received inappropriate shocks due to oversensing. The lead was explanted and the associated ICD exchanged.